Manufacturer narrative:
The pump was received with a stripped battery cap coin slot, minor scratches on the lcd window and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call battery cap damage and low blood glucose levels. Customer's blood glucose level was 46 mg/dl. Customer treated their low blood glucose level with food. Troubleshooting for battery cap damage was performed. Customer advised they were unable to remove the battery cap. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.